Event description:
Boston scientific received information stating: after 2 lead dislodgments, the doctor decided to place a vvi lead and a cap on the atrium pace output. (B)(6) canada date of implant: (B)(6) 2011, date of explant: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).